Manufacturer narrative:
Device analysis report attached. This report is submitted on september 26, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to intermittent pain at the mastoid and implant site (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.